Manufacturer narrative:
(B)(4). The complaint device returned for eval. A visual inspection of the device was performed and no parts were found to be separated or missing. The guide wire exit port was observed to be stretched and torn however, the device passed all functional tests. This type of damage usually occurs when the guidewire and catheter becomes tangled during the procedure and excessive force was applied when resistance is encountered. The physician performing the procedure followed the IFU to withdraw the guidewire and catheter as a unit and completed the procedure by using a new catheter. The IFU states: "do not advance the catheter if resistance is encountered." The physician followed this instruction and removed the catheter and guide wire together as a single unit. No pt injury or other adverse event was reported. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. No further action is required.

Event description:
It was reported that during the third imaging the ivus catheter got stuck with the guidewire and the exit port was damaged. The ivus catheter was withdrawn with the guidewire as a unit. The procedure was completed with the same type of ivus catheter. No pt injury or adverse event was reported.